Manufacturer narrative:
(B)(4).

Event description:
The patient had two in pact admiral drug coated balloon catheters were used to treat the left sfa. Approximately 23 months post procedure the patient had stenosis of the left sfa and was treated using an in pact admiral drug coated balloon catheter. The investigator assessed that the event was not related to the study device, procedure or drug. The outcome was resolved.

Manufacturer narrative:
During the index procedure the distal left sfa was treated (l1 <(>&<)> l2) . Cec assessed the previously reported stenosis of the left sfa (li) as related to the device and not related to the procedure or paclitaxel.